Event description:
On (B)(6 )2014, the peg 24 percutaneous endoscopic gastrostomy set - pull was placed in the pt. On (B)(6) 2014, leakage was noticed. The pt was turned and the entire device came out of the pt except for the mushroom bumper. It was thought that the mushroom bumper may be in the peritoneum. Scans were performed to locate the exact location of the mushroom bumper. The pt was started on intravenous parenteral nutrition IV. On (B)(6) 2014, the pt passed the bumper in the stool. As of (B)(6) 2014, the tube feeding was resumed with a dobhoff feeding tube. They needed to wait for the sight to heal before they could do another site, but then had to provide nutrition in the meantime. The pt was kept longer to let the old site heal. On (B)(6) 2014, the new peg tube was placed. On (B)(6) 2014, the pt was discharged. On (B)(6) 2014, we received medwatch form from the FDA which stated: about 4 days after pt had percutaneous endoscopic gastrostomy (peg) feeding tube inserted, the tube was found to be out. The white bumper at the end of the peg tube was found to be missing except for a small fragment which remained attached to the rest of the tubing. The white bumper was visualized on CT scan. F/u x-ray of the abdomen showed a foreign body in the left upper quadrant. The pt was monitored daily by x-ray for the location of the white bumper, and as of the week post insertion, it remained in the left upper quadrant per x-ray. The family actually discovered that the tubing was leaking and upon the nurses inspection, the tube was found to be out and the white bumper missing. No one (family, nursing, or pt) was manipulating or tugging on the tube at the time it was discovered. The pt was on responsive [clarification was requested and confirmed regarding this statement. The reporter meant to say "un-responsive". The pt was not lying there pulling at the feeding tube and did not cause the disconnect.] A couple days later, the pt passed the white bumper. [Clarification was requested regarding the date of the event (B)(6) 2014, reported by the user facility to the FDA on their medwatch form. The reporter confirmed the date of event initially provided on their medwatch to the FDA was in error. The actual date of event is confirmed to be (B)(6) 2014.] The white bumper passed through the pt's body via the gastrointestinal tract. No section of the device remained inside the pt's body. According to the initial reporter, the pt received intravenous nutrition, monitoring of location of pumper prior to its passing and the pt was kept longer to allow the old site to heal. The pt did not experience any other adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. A review of photos provided by the user facility confirmed the internal bolster separated from the feeding tube. A product discrepancy that could have contributed to this observation was not observed during review of the photos. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. Potential complications associated with placement and use of a peg tube are listed in the instructions for use for this product. The potential complications include but are not limited to: tube dislodgement or migration as well as peristomal wound infection. The instructions for use for this product instruct the user to slide the bolster over the feeding tube. The instructions for use warn the user that the bolster should rest gently on the skin surface. Excessive traction on the tube may cause premature removal, fatigue, or failure of the feeding tube. The instructions for use direct the user to note the centimeter marking on the tube that is closest to the bolster and record it on the pt's chart and on the pt info sheet in the pt care manual (the pt care manual enclosed in the kit is intended as a reference for the caregivers of the pt). The instructions for use inform the user that it is essential for the pt care manual to accompany the pt and be explained to all people responsible for the care of the pt. If these directions are not followed, this could lead to tube migration or separation. If medication and/or nutrition are administered through the feeding tube after tube migration or separation occurs, this can cause leakage, as reported. Prior to distribution, all percutaneous endoscopic gastrostomy sets are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.